Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease flat, opening on anterior and opening on valve. Leak test and microscopic analysis was performed which identified: crack opening on valve and striated opening on anterior. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. Striated opening assessed as surgical damage.

Event description:
Health professional reported right side deflation. The device has been explanted and replaced.